Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary:the full lead was returned and analyzed. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted that the dried tissue/body fluid in the sleeve head prevents the helix from extending and retracting. (B)(4).

Event description:
It was reported that the lead's helix would not retract during implant on both leads that were attempted. The leads were replaced. No patient complications have been reported as a result of this event.